Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit for 1 patient. The initial results at admission of the patient was 0.06 ng/ml on a cobas e411, and 0.084 ng/ml on the e801 unit. Results from the morning of (B)(6) 2025 were 0.061 ng/ml on the cobas e411, and 0.090 ng/ml on the e801 unit. Results at noon on (B)(6) 2025 were 0.065 ng/ml on the cobas e411, and 0.098 ng/ml on the e801 unit. Results for the afternoon (B)(6) 2025 were 0.066 ng/ml on the cobas e411 and 0.095 ng/ml on the e801 unit. The results from the cobas e411 are more in line with the patient's clinical picture and were reported to the physician. The questionable result was not released outside of the lab and was repeated because it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Four samples from the patient were sent for investigation. Hemolysis was found in patient sample four. During the investigation, the presence of an immunoglobulin (igg) interfering factor could be shown. This interference is documented in the product labeling for the assay; in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.